Event description:
Seven months after treatment of a lesion with a cypher stent,there was 70% in-stent restenosis.this was treated by ballooning. In addition, approximately one year after the initial procedure,the patient expired.